Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain the technical service report indicates: repair request details: symptoms of overheating during use malfunction details: regarding the symptoms reported, we performed a temperature comparison (measurement at four points: top, bottom, left, and right) under the same conditions as the inspection camera, but no temperature difference was found between the two units. Processing work details: operation and function inspection, quality inspection test. Probable root cause: ccu design fan use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device gets hot during use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device gets hot during use.